Event description:
A report was received that the pt was having difficulty charging one of his two ipgs. The physician determined that both of the pt's ipgs have turned sideways in the pocket. A pocket revision has been recommended for both ipgs.